Event description:
Legal counsel for patient reported provided information that indicated the patient underwent total right hip arthroplasty on (B)(6) 2010. Medical records provided by patient's legal counsel revealed that a revision procedure was performed on (B)(6), 2014 due to pain, loosening, and displacement of the cup. Revision operative report noted a pseudotumor and metallosis were found during the revision procedure. All components were removed and replaced with competitor product. A review of the invoice history confirmed the initial surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ ¿number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿